Event description:
Nurse was experiencing occlusion alarms on the pump, and had difficulty removing trifuse from hub. The disconnection was gummed up. Had to use hot water and it took 3-5 min to disconnect, and it was then difficult to flush. The PICC line was then changed, no other patient outcome known.

Manufacturer narrative:
The malfunctioning product has been returned to the manufacturer, vygon (B)(4), for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA via a follow-up MDR within 30 days of its conclusion.